Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to an upgrade procedure from an ICD to a crt-d, the device was interrogated and several episodes of non-sustained right ventricular oversensing were noted. Abbott technical support was contacted and the episodes were thought to be caused by myopotentials. The device was explanted and replaced and the patient was in stable condition.